Event description:
It was reported that an unspecified quantity of one-link non-dehp microbore catheter extension sets were leaking from where the luer lock piece itself was attached to the loop (tubing). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed and no defects were observed. The reported condition could not be confirmed or refuted in the returned photograph. Should additional relevant information become available, a supplemental report will be submitted.